Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had button error. Customer's blood glucose value was unknown. Customer stated that insulin pump rejected new battery. Customer stated that insulin pump had few scuff marks on the pump and long scratch on display screen. Customer also stated that insulin pump had bad battery alarm. The device will not be returned for analysis.